Event description:
On (B)(6) 2012, an event was reported to cormatrix cardiovascular involving the cormatrix ecm for carotid repair. On (B)(6), 2012, subject (B)(6), a pt part of the (B)(4) study, was implanted with the cormatrix ecm for carotid repair product. On (B)(6) 2012, the pt had a 30-day doppler ultrasound performed on the procedural site and it was reported to be "clear". On (B)(6) 2012, the subject presented to the emergency room with a week history of left neck swelling with a large bruise. The swelling was underneath the carotid incision, approx 3 cm to 4 cm long by 2 cm wide, erythematous beyond those boundaries with a white pustule down at the base of the incision. Head and neck cta were performed and suggested possible evolving hematoma, but there was "no evidence that the lesion represents a pseudoaneurysm". On (B)(6) 2012, in late morning, the pt was observed to be bleeding out of the bottom of the bruise, near the pustule. The pt was admitted to the operating room.

Manufacturer narrative:
The preoperative and postoperative diagnoses were "herald bleed status post left carotid endarterectomy". Exploration of the left neck was performed and a "pseudoaneurysm type cavity was encountered, clot extending on top of the vessel, and at the arteriotomy on the common carotid, there was a 1 to 1.5 cm hole with absence of patch". Although there was no evidence of the matrix in this area, the suture line was observed to be totally intact. The remaining patch was removed and patch angioplasty of the left carotid endarterectomy site using bovine pericardium was performed. In follow-up correspondence on (B)(4) 2013, the operating physician indicated the problem was probably caused by hematoma originating from tear in the pt's native artery. As of (B)(6) 2013, the pt is doing fine.